Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigation are ongoing within an assigned taskforce.

Event description:
The pt and wife reported difficulty removing the needle housing from the infusion headset. Wife reported that before the headset was inserted into the skin, she noticed the cannula was bent. The headset was removed from the pt's body, and the bent cannula resulted in bleeding at the infusion site. Wife inserted a new headset during the troubleshooting call. Infusion set was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.